Event description:
A surgeon reported that a pt with cataract and vitreous hemorrhage, left eye, underwent cataract extraction by phacoemulsification, intraocular lens (iol) implant, and vitrectomy on (B)(6) 2012. At two days post-op, the pt was noted to have endophthalmitis. The pt underwent vitrectomy surgery the next day ((B)(6) 2012) and remained hospitalized through (B)(6) 2012. The pt is reported to be recovering, and long term steroid eye drops will be planned for relapse prevention. This is the first of three reports from this facility. The company rep reports that the same products, including the ultrasonic handpiece and tip, irrigation and aspiration handpiece and tip, had been reused in these cases.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).